Manufacturer narrative:
Insulin pump received with stuck motor error alarm loop during rewinding due to corroded motor home switch noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer reported that the drive support cap appears normal. Customer sated that the insulin pump had not been exposed to high magnetic field. Customer was able to successfully clear and complete insulin pump rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.